Event description:
In 2007, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a result of 0.09 ng/ml on a pt. Repeating the test yielded a result of 0.11 ng/ml. The sample was tested at the hospital yielding a result of <0.03 on an architect i2000.